Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rubber boot on the end of the subject device was ripped. The issue was found during setup/ inspection for use for an unspecified procedure. There were no reports of patient involvement.

Event description:
The issue was identified during set-up/ inspection for use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction to the previously submitted report. Updated fields: d9, h2, h3, h6, h11. Corrected fields: b5, d10 from ni to na. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: missing thixotropic adhesive (ke-45) from the forceps cover. Based on the results of the investigation, a definitive root cause could not be identified. The most likely cause is due to component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.